Event description:
It was reported that the bronchovideoscope exhibited a b30 communication error code. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, e4, h4, h8. The device was returned to olympus for inspection and the reported failure of b30 scope communication error was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to corrosion on plug unit, e216 (scope communication err) occurs. Channel-tube has foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, e216 error code occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.